Manufacturer narrative:
The operator of the advia centaur cp called the siemens customer care center (ccc) for assistance. The ccc provided instructions to remove the sample rack, place the tube in a different position, and manually enter the sample ID number. The ccc specialist also and informed the operator that intact parathyroid hormone (pth) is not approved for intraoperative use. The operator acknowledged the instructions and informed the ccc specialist that the instrument ran the sample. During a follow-up call, the operator confirmed there was no impact to patient treatment. The operator declined further follow-up by siemens.

Event description:
The operator of the advia centaur cp instrument called the siemens customer care center (ccc) to report an issue with the instrument failing to read the sample barcode label. A doctor was performing surgery and requesting the intact parathyroid hormone (ipth) result. There are no known reports of adverse health consequences due to the instrument failing to read the sample barcode label.